Event description:
It was reported that during a da vinci cystectomy procedure, when the scrub technician attempted to remove the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed from the patient, it was noted that the instrument was stuck inside of the trocar. The trocar and mcs instrument were removed simultaneously to resolve the issue. After removal of the instrument and trocar from the patient, the scrub technician was able to remove the instrument from the trocar and upon inspection of the instrument it was noted that the black/orange part of the distal tip was broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory and mcs instrument were returned and evaluated. Failure analysis investigation confirmed the customer reported failure mode as the tip cover was torn. The tear occurred on the clear colored portion of the tip cover. The location of the tear is at the intersection between the gray colored portion and the clear colored portion of the tip cover. No other damage was found. Failure analysis investigation of the mcs instrument used in conjunction with the tip cover found that the tube extension was broken and missing a .277 x .24 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. It was concluded that the damage to the tube extension was likely due to excessive side loading or other mishandling/misuse. The instrument passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the tip cover accessory, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.